Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils and a px slim delivery microcatheter. During the procedure, a pc400 coil met resistance while advancing through the slim microcatheter. While retracting the pc400 coil, it unintentionally detached inside the slim microcatheter. They were both removed together as one unit and the procedure continued using additional devices. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00132.

Manufacturer narrative:
The px slim was kinked approximately 3.7 cm from the distal tip. The complaint has been evaluated. The complaint indicated that the physician felt resistance while advancing the pc400 coil through the px slim, and when the pc400 coil was pulled back it "snapped" and detached in the px slim. The microcatheter was removed with the coil still inside it, and the procedure was completed successfully with another microcatheter and coil. Evaluation of the returned devices revealed that the px slim was kinked. This type of damage typically occurs due to improper handling during removal from packaging or use. If the px slim is removed from the packaging or manipulated within the anatomy at an angle with force, damage such as this may occur. Further evaluation revealed that the sr wire was fractured, and the introducer sheath was kinked. This type of damage likely occurred due to attempting to advance the coil against the resistance felt. The kink in the px slim likely caused the resistance felt by the physician. These devices are 100% visually and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.